Event description:
It is reported that the pt had a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: the dislocation occurred when the pt tripped and fell by the toilet, which was strong enough to pull the hip out of the socket. The pt's accident likely caused the dislocation. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.